Manufacturer narrative:
This report is submitted on september 5, 2018.

Event description:
Per the clinic, the patient developed a hematoma and subsequently experienced poor performance with device use leading to a loss of connection to the internal device. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 8, 2018. (B)(4).